Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a possible touch screen problem; device will not allow any settings to be entered. The customer reported there was no patient involvement.